Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Remains implanted.

Event description:
It was reported that patient was treated using the depuy synthes spine mountaineer system. Approximately 1 year out, the patient assisted someone in lifting a mattress and heard a pop in her neck. Upon x-ray, bilateral screw fracture occurred at t1 midshaft. Patient is fused and other than the initial incidence is not to be with pain. The screws remain implanted. The following mfg. Medwatch reports are being filed for the two screws: 1526439-2014-11761, 1526439-2014-11762.